Event description:
An endurant stent graft system was implanted in the patient for endovascular treatment of a 51 mm diameter abdominal aortic aneurysm. Pre-implant sizing showed that the left common iliac artery diameter ranged from 24-23-22 mm along a 37 mm length; the left femoral artery measured ~ 7 mm. The iliac arteries were moderately tortuous. The right common iliac artery diameter ranged from 26-25-23 mm. It was reported that the ultrasound done approximately five years and 10 months after the index procedure showed that the max aneurysm diameter had reduced to 47 mm. However, an ultrasound done approximately a year later showed that the maximum aneurysm diameter had increased to 54 mm and there was an endoleak. The exact type of endoleak could not be determined from the ultrasound, therefore a cta was performed two days later and showed that the aneurysm in the left common iliac artery had enlarged to ~ 36 mm in diameter and the aneurysm in the right common iliac artery had enlarged to 35 mm in diameter. There was a distal type I endoleak from the left limb stent graft. The distal type I endoleak was most likely due to raised left flared limb stent graft. The maximum abdominal aneurysm diameter measured ~ 56 mm. The physician performed an intervention and implanted stent graft extensions resolving the events. The investigator assessed the events to be related to the study device and not to the procedure. No additional clinical sequelae were reported and the patient is being monitored by their physician.